Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not delivering insulin. Additionally, it was reported that the "home" button portion of the touch screen was unresponsive. Reportedly, the customer's blood glucose (bg) was over 600 mg/dl. The customer changed supplies multiple times and administered an insulin injection to address impacted bg level. Upon follow up, the customer reported bg went down to 276 mg/dl. Tandem technical support offered to perform a system check; however, the customer declined. Although requested, no additional information was provided regarding the reported issues.